Event description:
The customer reported vertical lines display on the video image, and the image is not clear, involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the presumed cause is reasonably inferred from available information indicating stress-related factors such as component damage or electrical/electronic component problem. The most likely cause of the complaint is anticipated to be predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.